Manufacturer narrative:
E1 field: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that brown foreign material came out from the distal end (biopsy channel) of the uretero-reno videoscope that came up from sterilization. A leak test was performed using a simple tester, and no problems were found. The cleaning leak test performed three times but occurred. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: residual contamination due to insufficient cleaning was possible. However, a definitive root cause could not be established. Additionally, component analysis to the foreign material revealed characteristic elements and peaks indicative of carboxylic acids (possibly drug-induced) and hydroxides (possibly rust or tap water-derived). Based on the results of the investigation, it is likely the following led to the malfunction of the leakage: a cut on the bending section cover. However, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: urf-v3 operation manual ¿important information ¿ please read before use chapter 3 preparation and inspection ¿3.3 inspection of the endoscope. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information about the device's reprocessing. The device was cleaned, disinfected, and sterilized prior to being sent to olympus with no known deviations in the process.